Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v003950, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# j0437285v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The consumer reported that implantable neurostimulator (ins) was at end of service (eos), the device was off/disabled, and the device was no longer providing therapy. The battery started draining really quickly. It was noted that the patient could normally go 3 weeks without charging, but he was lucky to get a week and a half out of it when it started draining quickly. It took the patient 4 tries to get the ins to 100%. The consumer reported seeing the elective replacement indicator (eri) then end of service (eos). There was no allegation or dissatisfaction with implantable neurostimulator (ins) longevity. Additional information received from the consumer reported the patient's battery was depleted. The patient experienced a loss of stimulation, a loss of therapy, and pain. The manufacturer's representative (rep) further reported the patient's device was at end of service (eos), which was normal battery depletion. Impedance measurements were taken when the patient's battery was at eos. The patient had two paddle leads (all electrodes were active, ++--. Program 1 8-11 group impedances were 3600, 0.147 milliamps. Individual electrodes were run at 0.7 volts with results of: 0/1 1655, 0/2 3600, 0/3 1337, 600, 1/3 1409, and 2/3 3600. The rep. Wanted to know why the group impedances for program 2 were okay but individual electrodes were out of range. It was reviewed group impedances was an average of stimulation being delivered. Program 2 would still be useable but it was suggested to program electrode 2-group impedances would be a better value. The rep. Was going to contact a surgeon to see what he wanted to do. Relevant medical history includes multiple back operations.